Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2026. The elevated bg was addressed by a correction bolus via the pump and did not require third-party assistance. To resolve the issue, the customer changed the infusion set and cartridge, and resumed insulin delivery for all events.